Event description:
Event description guidant received information that the patient with this pacing system was admitted to the hospital with rates in the 40's and symptoms of weakness and dizziness. It was noted that the patient has been generally ill. Upon evaluation, the device could not be interrogated, because the wand was not plugged into the programmer. The right ventricular lead's unipolar impedance was within normal limits; however, the thresholds had increased and the r wave measurements had gradually decreased. A technical service consultant suspected the lower rate (40's) was possibly due to loss of ventricular capture.